Manufacturer narrative:
Follow-up #1 (submission (B)(4) 2012). Device evaluation: animas received the pump involved with this complaint and completed a device evaluation on (B)(4) 2012. Investigation confirmed that the keypad was fully intact, with no peeling or damage observed. The 'ok' button was intermittently responding with button presses and did not have normal spring back or click. The keypad was removed: there was evidence of keypad contamination was located under all button contacts. In conclusion, there was button contact contamination without visible physical keypad damage.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.